Event description:
Same case as 2134265-2014-04478 and 2134265-2014-04479. It was reported that automatic pullback failure occurred. An ultrasound imaging system was used, the lcd display is normal but they were not able to do autopullback with the motordrive unit. No patient was involved during the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The unit meets specifications for mdu-5 qc functional test. The results were recorded on the mdu-5 qc functional test data sheet. In addition, the unit successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-04478 and 2134265-2014-04479. It was reported that automatic pullback failure occurred. An ultrasound imaging system was used, the lcd display is normal but they were not able to do autopullback with the motordrive unit. No patient was involved during the procedure.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).